Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up in the clinic, the patient¿s implantable cardiac monitor eroded through the skin. The incision has been re-glued. The physician removed the device. The patient status was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.